Event description:
Pt was seen at chiropractic office for manipulation. Was apparently compressed on table when this occurred. Right saline implant-deflated ruptured info given by dr. Dr has given an ok to send to mcghan bypassing lab.